Event description:
Note: no patient involvement. It was reported to boston scientific corporation on february 5, 2009, that an endostat ii electrosurgical unit was being prepared for an endostat ii procedure in 2009. According to the complainant, there was no output of the endostat unit during preparation. The procedure was completed with another endostat ii electrosurgical unit.

Manufacturer narrative:
The unit was inspected by the customer's biomed department. The output seemed to be intermittent. It was noted that they wiggled the cable and it would work then stop. It was not indicated whether the device would be returned for investigation. Should the device be received by the manufacturer, if there is any further relevant information from that review, a supplemental medwatch will be filed.